Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the or for a device replacement due to normal eri. Upon closing, noise was observed. The newly implanted device was explanted and replaced. The lead was capped and replaced on (B)(6) 2016 as noise was still observed. The patient tolerated the procedure well and will continue to be monitored normally.